Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported infection or device loosening. However, infection after approx 1-year implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised of possible infection causing loosening. Osteolysis was noted.